Event description:
The customer reported that a hlx3004 df light head broke away from its spring arm after a surgery. No injuries were reported to maquet. Factory reference number : (B)(4).

Manufacturer narrative:
This report is submitted as the 3000 series light shares a common design with devices marketed by maquet in the united states. The hanaulux 3000 series is not sold in the united states. The customer informed a maquet field service tech that the device was no longer used by the facility. Note: this event was erroneously submitted with the report date (B)(4) 2013 under MFR report # 9710055-2013-00041. Maquet medical system USA submits this report on behalf of the device mfg facility. Maquet (B)(4) provides product failure investigation, analysis and resolution for the device described in this report.